Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the catheter was received in two sections. The location of the break was 56.5cm from the proximal end. The proximal section had shaft kinks at 32.3 and 52.3cm from the hub. The distal section was kinked at 9.3, 17 and 22.6cm from the tip. An appropriate sized mandrel was advanced through the proximal portion and restriction was experienced at the kinks, but the mandrel advanced out the proximal end. The mandrel was advanced through the distal tip with restriction at the noted kinks and blood was advanced out of the micro catheter. Dimensional measurements which were able to be taken were found to meet specifications. Sem analysis concluded that the appearance of the break is consistent with the distal portion of the catheter being somehow locked into the delivery sheath with subsequent twisting back and forth of the hiflo catheter to cause the outer pebax inter layer co-extrusion (ilc) to be damaged with subsequent fraying/breakage of the liquid crystal polymer (lcp) braid. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a hepatocellular carcinoma treatment procedure, the catheter shaft was broken. The target lesion was located in the very tortuous s5 of the liver. A non bsc 5fr guide catheter was placed in the patient. Intermittent flushing was maintained. The 135/20 renegade hi flo microcatheter broke 15cm from the distal end while in the guide catheter. The renegade was removed without issue and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Event description:
It was further reported that a .016" guide wire had been inserted into the renegade hi-flo microcatheter prior to the shaft break. The break was complete and it occurred while advancing the renegade through the guide catheter; however, there was not any resistance noted between the two devices. It is unknown if the renegade had been used in the procedure prior to this or if this was the first time the renegade was advanced into the patient.